Manufacturer narrative:
Results: the apollo wand (wand) was slightly bent. Conclusions: evaluation of the returned device could not confirm the reported leak. The wand was connected to a demonstration apollo system and functionally tested. No leaks were observed during the functional test. Further evaluation revealed that the wand tip was slightly bent. The root cause of this damage could not be determined. All wands are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01769.

Event description:
The patient was undergoing a microneurosurgery procedure treating an intracranial hemorrhage (ich) using apollo wands (wands). During the procedure, while using the wand, the physician noticed there was a leak at the hub of the wand and it became clogged and unusable. The wand was therefore removed and the procedure was continued using a new wand. The physician reported that although the new wand was leaking as well; it was successfully used to complete the procedure. There was no report of an adverse effect to the patient.